Manufacturer narrative:
Concomitant product: 407658 lead, implanted: (B)(6) 2012; etlw1620c124e stent graft, etbf2816c166e stent graft, etlw1620c93e stent graft, implanted: (B)(6) 2013.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device delivered appropriate therapy, but after multiple shocks, all therapies were exhausted. The patient required external defibrillation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.